Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was pacemaker failure, the patient heart rate was observed in the 30 beats per minute (bpm) range which is below the device programmed lower rate setting. The crt-d remains in use. It was also reported there was noted right ventricular (rv) lead, r-wave trends with variable measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.